Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while the patient was in the hospital for a "seizure like episode," it was noted that the implantable cardiac monitor (icm) had previously detected false pause episodes due to undersensing. The device remains in use. No patient complications been reported as a result of this event.